Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the device intermittently changes from standby to active. It was further reported that sometimes the only way to stop it is to reboot the unit. Allegedly, any movement of the lightcord will trigger this change.